Event description:
The service repair tech reported that during routine testing of the device at the service ctr, an arterial high potential (hi-pot) test failure occurred on blood parameter monitor (bpm). There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the service repair tech (srt). The unit's power supply will be replaced. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.